Event description:
The customer reported that on (B)(6) 2022 the benevision workstation (serial number (B)(4) and the passport 17m monitor (serial number (B)(4)) did not generate audible alarms between 7:30am and 8:45am, on ICU room with reference "12". The patient expired.

Manufacturer narrative:
The benevision workstation (serial number (B)(4)) and passport 17m monitor (serial number (B)(4)) were tested, alarms were simulated and functioned properly. The benevision workstation logs and the patient database were reviewed and multiple alarms were triggered between 7:45am and 8:42am on (B)(6) 2022. The workstation alarm playback record log was also reviewed and it was confirmed that audible alarms were enunciated. No issues were observed.